Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the single use aspiration needle the sheath peeled during an ebus (endobronchial ultrasound) procedure. There were no delays or injury, and the procedure was completed with the same device.

Event description:
The issue occurred during a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. It has been one (1) year since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. However, regarding the needle penetrating the sheath and creating a hole in the sheath occurred because the needle tube broke through the sheath. When an attempt was made to extend the needle while the sheath was bent, the tip of the needle was caught in the bent area of the sheath, and the needle could not be extended. The needle protruded from the side surface of the sheath when an attempt was made to extend the needle by forcefully applying a force to the operating portion. Regarding the distal end of the sheath broken, it is likely the sheath was shaved due to increased frictional resistance caused by contact between the sheath and internal parts of the endoscope (metal pipes) when the endoscope angle is tight (upmax state). Regarding the bend near the tip of the needle may have been caused by inserting it into the endoscope and then retracting it when the endoscope was angled too tightly. A definitive root cause cannot be determined. The event can be prevented by following the instructions for use which state: drawing number gk6344 revision number 16. "Take the instrument out of the tray by holding the sheath not to make the sheath pop out of the tray. Otherwise, the insertion portion of the instrument might be broken. Also, if the insertion portion pops out of the tray by elasticity, doctors or patients might be injured by the distal end of needle tube, sheath, and stylet. Do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument. Turn the up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument. If you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope." Olympus will continue to monitor field performance for this device.